Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, a review of the black box showed no evidence of a short battery life. Multiple low battery warnings were observed in the black box history through normal battery usage. The pump was found to intermittently power on with the returned battery cap. The battery cap was found to have damaged threads. A test battery cap was used for all further testing. The test battery cap was unable to fully tighten. The battery compartment was found to be cracked. No evidence of moisture contamination was observed inside the battery compartment. A cover crack was observed between the corner of display lens and case seal. Current draws were found to be within specifications. The pump¿s casing was removed, and no evidence of moisture or loose components inside the pump were found. A "battery life" issue was not duplicated during the investigation.